Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the spiral part did not move from the beginning when the smooth blue part was pushed; this was most likely due to the plastic tube being bent beforehand. The pre-loaded diu150 model intraocular lens (iol) is all wrinkled/crumpled. There was no patient contact, incision enlargement, suture(s), vitrectomy, no medical care required, and no medication (outside of standard care was prescribed. Product was being demonstrated so the doctor could become acquainted with j&j technology, all the steps were followed correctly. No further information is available.

Manufacturer narrative:
Photo device evaluation: the customer provided photo was evaluated. Figure 1 displays the suspect plunger rod, and it can be observed to be disassembled from the handpiece and bent. Figure 2 displays the suspect product original folding carton; no issues could be identified with the box. Complaint issue "plunger rod issue" was identified during photo evaluation; however, complaint issue "lens damaged" was not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.